Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 23 instances of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there were 3 instances of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #4: date of submission 10-jul-2019 device evaluation: in quarter 2 of 2019, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 232 allegations of a malfunction, 101 pumps were returned to animas and investigated. Of the investigated pumps, 20 were found to be malfunctioning due to a keypad button contact defect and a contact-contamination issue. During investigation for unrelated complaints, there were 24 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 232 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile button issue. These reports were received from various sources. The patients associated with this allegation ranged from 1-86 years of age and between 21 and 320 pounds. Of the reported patients, 91 were male, 140 were female, and 1 was unknown.